Event description:
Additional information reported that the patient did not pass from a stroke. The patient suffered a respiratory arrest in the field. The patient was brought to a facility and continued to decline. The patient was placed on comfort measures and passed. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. The patient suffered a respiratory arrest in the field and was brought to the facility. The patient continued to decline, was placed on comfort measures, and expired on (B)(6) 2023. It was reported that the pump would not be returned for evaluation. The device operated as expected, and the patient¿s outcome was not considered to be device related. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death and respiratory failure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a stroke. Additional information was not provided.